Event description:
The customer observed false nonreactive alinity I anti-hbc results generated on the alinity I processing module. The following data was provided: anti-hbc initial 0.37 s/co, repeat 4.68 s/co. Anti-hbc initial 0.56 s/co, repeat 6.46 s/co. Anti-hbc initial 0.69 s/co, repeat 4.39 s/co. Anti-hbc initial 0 .74 s/co, repeat 6.39 s/co. Anti-hbc initial 0.88 s/co, repeat 6.40 s/co. Anti-hbc initial 0.67 s/co, repeat 6.22 s/co. Anti-hbc initial 0.32 s/co, repeat 5.68 s/co. Anti-hbc initial 0.83 s/co, repeat 6.47 s/co. Anti-hbc initial 0.33 s/co, repeat 1.65 s/co. Anti-hbc initial 0.73 s/co, repeat 5. 91 s/co.. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting false nonreactive anti-hbc results on the alinity I, serial (B)(6). While troubleshooting the issue service observed that the fluidics for the wash zone probe¿s were abnormal (clogged) when diagnostic procedures were performed. Service replaced the probe 1 wash zone probe and deemed the wash zone probe the cause for the false nonreactive anti-hbc results. The service history of the alinity I, serial (B)(6). Verifies no subsequent false nonreactive anti-hbc results have been reported. A review of labeling concluded that the issue is sufficiently addressed. Trending review did not identify any trends. Based on the investigation, no deficiency was identified.